Event description:
It was reported that the right ventricular lead exhibited high thresholds, loss of capture and decreased sensing. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.